Manufacturer narrative:
A siemens healthcare diagnostics inc fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse observed air bubbles in the buffer line, and replaced the buffer valve and stirrer. After replacement of the valve and stirrer, no more bubbles were observed. The fse calibrated the system and ran quality control samples. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Intermittent discordant high sodium (na) results were obtained with six (6) patient samples on an advia 1200. Intermittent discordant high chloride (cl) results were also obtained with five (5) of the same six (6) patient samples on an advia 1200. Initially, discordant na and cl results for one (1) patient were reported to the physician, who questioned the results. The physician's questioning of the results prompted the laboratory to repeat na testing on those patients with na results of >150 meq/l, and to repeat cl testing for those with cl results of >110 meq/l.. The repeat results were reported to the physician(s). It is unknown if patient treatment was altered or prescribed. There were no reports of adverse health consequences due to the discordant sodium and chloride results.